Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. This lead was out of service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to anatomical challenges and this lead was retained by the explanting hospital.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description. This record does not meet reportable criteria.